Event description:
It was reported the epiq 7c ultrasound system was not available during a critical procedure. A bfarm 21357-24 report was received associated with this event. The system was being used with an x5-1 transducer for emergency cardiac imaging of a patient with acute hemodynamic instability. Shortly after starting the examination in b-image mode, the flap function was being evaluated via doppler; however, it was unable to be completed due to insufficient doppler quality. Because of this, there was a delay in the treatment process. The scan was completed without the doppler examination. There was no reported patient or user harm associated with this event. The patient did not require any medical intervention associated with this event. The patient was treated for his medical conditions in the hospital and is awaiting a liver transplant. The customer has sent the transducer for a third-party repair. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ supplemental aware date. The information can be found in the g3 field containing the date received by manufacturer, 09/05/2024.

Manufacturer narrative:
An engineering investigation was initiated; however, there was insufficient information to conduct the investigation. The transducer was sent to 3rd party for repair and could not be obtained by philips for failure analysis. As the transducer was not returned to the manufacturer, no additional investigation could be conducted.